Event description:
The caller states that every time they take a trip the chair falls apart. States that the arm rests are breaking apart after being hit by doors. Also states the ball he uses to steer the chair is falling apart. Also states that the clothing guards are falling off.